Event description:
Covidien received information of reported error codes indicating a breath delivery unit (bdu) reset which presents a ventilator inoperable condition. The ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The customer has opted to utilize a third party repair service.

Manufacturer narrative:
Additional information received indicates that the malfunction occurred during patient ventilation. As a result, the patient was manually ventilated and then placed on an alternate ventilator. There is no report of patient injury or death associated with this event. (B)(4).